Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated rebooting had occurred. The battery compartment was found to be cracked but there was no evidence of moisture in the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on normally with the test cap. The pump successfully completed a rewind, load, and prime sequence and 24 hour duration test with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.